Manufacturer narrative:
The lead was returned for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with blood. X-ray examination found over-torque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification.

Event description:
Related manufacturer report number: 2017865-2019-06216. During follow-up, dislodgment of the lead was noted. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.